Event description:
Customer reported the system had problems booting up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and repaired the main power supply. System operates as intended.